Manufacturer narrative:
As no further inf ormation concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.;

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited multiple low out of range pacing impedance measurements of less than 200 ohms over the past two months. Oversensing of myopotentials was also observed on the ra channel. The system was reprogrammed and the ra lead remains implanted and in service as the patient will continue to be monitored. No adverse patient effects were reported. (B)(4).